Event description:
The customer tested his blood glucose using his contour and accu-chek meters. The contour read 120 mg/dl, while the accu-chek read 320 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting was not possible because the customer did not have control solution. The customer was insistent that his meter be replaced. A replacement contour was sent to the customer. No product will be returned for evaluation.